Manufacturer narrative:
(B)(4).

Event description:
New information states that the lead continued to exhibit noise and increased capture. The device was capped and replaced on (B)(6) 2016. The patient was asymptomatic pre and post procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the lead exhibited low impedance and an insulation anomaly.

Event description:
It was reported that the stored electrocardiogram revealed noise on the ventricular lead. The patient was asymptomatic. The physician elected to monitor the patient. Via holter monitor undersensing and over sensing was noted. The non-dependent patient had declined any intervention. The patient would continue to be monitored.

Event description:
New information states the lead continued to exhibited noise, the patient would continue to be monitored with routine follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.